Event description:
The hcp reported that while attempting to place a bravo ph monitor, the capsule would not release from the delivery system. The physician felt resistance while removing the delivery system from the esophagus. No adverse affects to the pt or medical interventions were reported. The physician elected to not place a second ph monitoring system.

Manufacturer narrative:
We have requested the device be returned to the manufacturer for evaluation. If the device is returned or further info received, a follow-up medwatch report will be sent.